Event description:
The customer contact reported a separation. The tubing set was connected to the clave port of an unspecified primary tubing set and was being used to deliver an unspecified solution. After an unspecified length of time in use while the nurse was disconnecting the tubing set from the clave port on the primary tubing set, it was reported the option-lok male adapter separated from the tubing. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).